Manufacturer narrative:
The customer did not return the suspected product for evaluation. Since no product information was provided for the contour next control solution and contour next test strips involved in the event, in-house testing could not be performed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. No product information was provided, therefore, model #, lot # and expiration date were not captured and the device manufacturing date could not be determined. This event is related to MDR # 1810909-2019-00459.

Event description:
The customer reported that he ran a control test on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.